Event description:
During the pump replacement, the health care provider tightened the pocket and moved it so it would fit better. The hcp used visceral sutures to tie it down on one side but did not know that they were removable sutures. Three to four (3-4) weeks later, the pump flipped again because the sutures dissolved. The hcp went back in and revised the pocket for a second time. The hcp used inverted non-absorbable type sutures this time to get it tighter and indicated that usually there is no reactive fibrosis in the pocket. This time it did not heal as well. The hcp tightened the stitches but when they had dissolved there was nothing for the pump to scar into and that was why the pump flipped because the sutures on the back wall got loose and broke off due to the force of the sutures dissolving on the other side. This last time he revised the pump pocket, he decided to go in deep with the sutures to find the posterior oblique and he used ultrasound (u/s) inside of the pocket during the procedure to ensure that there was a strong enough posterior wall to hold the stitch. The ultrasound also assisted in probing the pocket for depth. Additional information has been requested; a follow-up report will be sent if information becomes available

Event description:
Additional information: the device system was used to deliver dilaudid 20.0mg/ml at 8.661mg/day; bupivacaine 20.0mg/ml at 8.661mg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: unknown.